Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300- unknown value mg/dl). The infusion set site was changed and a bolus was delivered to address bg. Pump system check with tandem technical support was not complete as the customer disconnected from the call.